Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use an outlet known to work and leave the wall adapter plugged in for at least 30 minutes. Upon doing so, the pump began charging using non-tandem equipment, which cts advised against for future use unless troubleshooting. Replacement charging supplies were dispatched, and the pump did not shut down. Customer resumed insulin therapy.